Manufacturer narrative:
A boston scientific documented and discussed the clinical observations with the caller. The patient has a competitive device that remains in service. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this system has been exhibiting a gradual rise in shock impedance measurements. A measurement of 130 ohms was recently noted. A revision procedure was performed and this lead was removed from service and replaced. No additional adverse patient effects were reported.